Event description:
It was reported to philips that the system gave an alert indicating the fluoro storage not possible due to an image disk problem, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.